Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed in an interlink continu-flo solution set with 3 injection sites during infusion. Cisplatin and mannitol (non-baxter products) drugs were found leaking from the area where the set was screwed/connected into a non-baxter cap during infusion. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.